Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-06235. It was reported the patient lost stimulation due to lead impedance. Physician and patient will discuss corrective options. As a result, surgery may be pending.

Manufacturer narrative:
Corrected data: date of explant.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-06235.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-06235. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-06235.